Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was having an unusual issue of ¿meter was blurry and then flickering, and then did not come on at all.¿ the medical surveillance specialist (mss) was unable to follow up with the patient or reporter for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred 2 weeks prior to the start of the alleged issue. The reporter stated the patient uses a combination of mediations to manage her diabetes including lantus insulin. The reporter stated on the day of the alleged issue the patient took her usual dose of medication. The reporter stated on an unknown date and time the patient became ¿dizzy, lightheaded and unresponsive.¿ the reporter was unable to state if the patient received any medical intervention in response to her symptoms. The cca was unable to assist the reporter with troubleshooting the unknown issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient was unable to test and therefore developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.